Event description:
It was reported that this implantable pacemaker was suspected to be exhibiting premature battery depletion, and was unable to be interrogated. Technical services (ts) noted the patient is not connected in the remote monitoring system. No adverse patient effects were reported. At this time, the device remains in service.